Event description:
Nurse drew a 5ml sample using a kendall 12cc syringe and a 18gauge needle. The nurse did not use the bd blood tansfer device, instaed stuck the 18 gauge needle through the stopper and allowed the tube to draw the sample. The nurse layed tube on the counter to finish with pt. When she picked up the tube, the closure "propped off" and she was splattered with blood from the chest down. Most of the blood splatter was on her gloves. Nurse immediately reported the incident to her supervisor. She was placed on truvada for 30 days. Nurse will have blood drawn at 2 weeks, 1 month, 3 months and 6 months. Testing will include a chem 18 and hiv test. As per definition of exposure did not occur; such as to the eyes, noise, mouth, mucous membrane or other non-intact or parental contact. The definition states that user is not considered exposed when blood contacts gloves, lab coat, gowns, unless the above definition is net. Even though exposure did occure medical intervention was provided by the administrator of truvada.